Manufacturer narrative:
Part 03.632.045, synthes lot 6602146: release to warehouse date: february 07, 2012. Supplier: (B)(4). Review of the device history records(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. A non-conformance report was issued on item for brown contamination spots found on inner shaft threads. The rejected parts were returned to (B)(4) and were screen and reworked as needed. The lot was inspected with 100% with the unaided eye prior to shipping products. Root cause was due to the manufacturing process of passivated rinse and force air dried parts. Corrective action was implemented on january 11, 2012 by adding a 100% inspection using a five power bore scope within the part cannulation prior assembly. Based on an evaluation of this data, as well as the intended use of the devices, there is no safety or functional concerns with devices assembled with the out-of-specification components. The relevance of the complaint condition cannot be determined until the product is returned for investigation. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty attaching a head removal tool to a reduction head screw during a procedure on (B)(6) 2016. As the surgeon attempted to insert a rod at l5 (left), one of the tabs broke off from the reduction head screw. In order to continue with rod insertion, the surgeon decided to remove the other tab from the reduction screw, thereby making it a polyaxial head. However, the rod could not be inserted properly due to the small skin incision. The surgeon then decided to remove and replace the reduction head. In order to do so, the use of a head removal tool was employed, but the head could not be extracted. The surgeon eventually opted to use a persuader to remove the device with no fragments left in situ. The procedure was ultimately completed with a thirty (30) minute delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was unable to be replicated as the device was found to function as intended. Known good matrix polyaxial screw (04.606.665 lot 6605058) was tested and the polyaxial head was able to be removed with the device functioning as intended. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. The head removal tool (03.632.045) noted in both the matrix deformity and degenerative technique guides. In each instance the device is utilized for the removal of polyaxial heads from implanted pedicle screws. The returned instrument was examined and the complaint condition was unable to be replicated as the device was found to function as intended. Known good matrix polyaxial screw (04.606.665 lot 6605058) was tested and the polyaxial head was able to be removed with the device functioning as intended. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and current revision: top level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.